Event description:
It was reported to philips that the apertures were not available, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information, the system was not in clinical use. A philips remote service engineer (rse) connected with the customer and confirmed the reported problem. The rse reviewed the log files and identified errors related to the nicol collimator. A philips field service engineer (fse) inspected the system onsite and replaced the nicol v3 collimator to resolve the issue. After replacement, the system was returned to use in good working condition and was ready for clinical use. The nicol v3 collimator was returned for further analysis. Functional testing was performed and identified a firmware issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure could be completed as planned and imaging was available, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the system was outside of clinical use. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The rse reviewed the system log files and identified errors related to collimator. A philips field service engineer (fse) inspected the system onsite and replaced the nicol v3 collimator to resolve the issue. After replacement, the system was returned to use in good working condition and ready for clinical use. The nicol v3 collimator was returned for further analysis. Functional testing identified a faulty xray diaphragm control (xdc) board, that resulted in the loss of firmware which controls the collimator functions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on reevaluation, this case is not reportable. Additionally, it was determined that the non-reportable rationale used in the prior report was inaccurate. The rationale has been revised to provide the correct information regarding device usage. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.